Manufacturer narrative:
The customer contacted siemens to report a sample ID (sid) mismatch occurred on a centralink data management system. The customer reportedly purged the centralink database but not all the samples in the database were purged. Siemens reviewed the available information and concludes the centralink system is designed to operate with unique sample ids and unique patient ids. If sample ids must be reused, ensure that the sample ids that are candidates for reuse are deleted from the centralink database before they are reused. Centralink will not purge samples with a rerun (rrn) status until additional database maintenance steps are performed. When an sid is reused and a match is found due to a sample with rrn status not being purged a repeat will be ordered. The cause of the sample mismatch is due to the use error of reusing a sample ID without completely purging the database of pre-existing sids. The instrument is performing according to specifications. No further investigation of this instrument is necessary.

Event description:
The customer contacted siemens to report a sample ID (sid) mismatch occurred on a centralink data management system. The sid was matched with a workorder from two years prior. There are no known reports of patient intervention or adverse health consequences due to the centralink sample sid mismatch.